Event description:
The customer reported approximately 2 to 3 ml of clear liquid was observed under the beckman coulter act diff after running startup. No death or injury is attributed to this event and there was no change to patient treatment. There was no reported impact to patient sample testing associated with this incident. The customer was wearing gloves, goggles, and a lab coat at the time of the incident. The customer did not come into direct contact with spilled liquid at any time; there was no reported exposure to open wounds or mucous membranes and the operator did not seek medical attention. There is risk management plan in place at the facility. The customer did not review the msds; however, they are readily available. With the aid of customer technical support (cts), the customer found the wbc bath overflowing and service was sent on site. The field service representative (fse) found the tube through pinch valve pv13 had a hole in it caused by rubbing against the diluent pump. The tube was leaking into the pinch valve #13, causing it to corrode and stick, so the wbc and rbc baths were draining too slowly, causing them to overflow on startup cycle. The fse replaced the pinch valve and tubing and verified repair per established procedures. Results meet published performance specifications. The customer ran controls and all were good. The root cause of the leak was a hole in the tubing through pv13 caused by rubbing against the diluent pump. Per labeling, beckman coulter inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer.

Manufacturer narrative:
(B)(4).